Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that this pacemaker batter was depleting prematurely. The patient was hospitalized for non-cardiac issues and was due for a device check-up. The physician elected to interrogate the device which tool longer than normal. It was discovered the device status was battery capacity depleted mode. The previous battery longevity check, done one year ago, showed 15 years remaining and the other measurements were stable. The patient is not pacing dependent and the physician surgically replaced the device three days later. No adverse patient effects were reported.